Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 37 and 48 hours. The patient removed the pod from the infusion site (leg) due to insulin leaking. At the hospital, a new pod was placed and an unknown amount of insulin was given to the patient. The patient was discharged after 1.5 hours.